Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("one of the essure coils had been damaged"), device dislocation ("malposition of essure device location of device: right coil was too far in"), pelvic pain ("pelvic pains / pain.") And genital haemorrhage ("heavy bleeding") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity, hyperlipidemia and wisdom teeth removal. Concurrent conditions included depressive disorder, anxiety, anemic (iron pills for treatment), drug allergy, drug allergy (tachycardia, unspecified), cervical dysplasia, atypical squamous cells of undetermined significance, prophylaxis against postoperative nausea and vomiting, asthma, fibroids, menometrorrhagia and ovarian cyst. Concomitant products included medroxyprogesterone (depo provera) and vitamin d nos. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping / lower abdominal pain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),") and back pain ("back pain / lower back pain"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), pain ("stinging since device was placed"), burning sensation ("burning sensations since device was placed,") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (underwent full hysterectomy), surgery (underwent full hysterectomy) and surgery (underwent hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, genital haemorrhage and dyspareunia outcome was unknown and the device dislocation, abdominal pain lower, back pain, vaginal haemorrhage, menorrhagia, pain, burning sensation, migraine, headache and dysmenorrhoea was resolving. The reporter considered abdominal pain lower, back pain, burning sensation, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: ultrasound showed the coils to be in good position with a bit of a kink on the left one it was somewhat difficult to evaluate the coils due to the fibroid position.there was only 1 trailing coil, expanded and revealed there were 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: coils were in an acceptable position; on an unknown date: total bilateral occlusion. Pregnancy test - on (B)(6) 2010: negative. Ultrasound showed the coils to be in good position with a bit of a kink on the left one. Most recent follow-up information incorporated above includes: on 23-aug-2018: plaintiff fact sheet received. Outcome of events lower abdomen pain and lower back pain was added as recovering/resolving. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("one of the essure coils had been damaged"), device dislocation ("malposition of essure device location of device: right coil was too far in"), pelvic pain ("pelvic pains / pain.") And genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity, hyperlipidemia and wisdom teeth removal. Concurrent conditions included depressive disorder, anxiety, anemic (iron pills for treatment), drug hypersensitivity, drug hypersensitivity (tachycardia, unspecified), cervical dysplasia, atypical squamous cells of undetermined significance, prophylaxis against postoperative nausea and vomiting, asthma, fibroids, menometrorrhagia and ovarian cyst. Concomitant products included medroxyprogesterone (depo provera) and vitamin d nos. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),") and back pain ("back pain"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), pain ("stinging since device was placed"), burning sensation ("burning sensations since device was placed,") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (full hysterectomy) and surgery (underwent hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia and back pain outcome was unknown and the device dislocation, vaginal haemorrhage, menorrhagia, pain, burning sensation, migraine, headache and dysmenorrhoea was resolving. The reporter considered abdominal pain lower, back pain, burning sensation, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: ultrasound showed the coils to be in good position with a bit of a kink on the left one it was somewhat difficult to evaluate the coils due to the fibroid position. There was only 1 trailing coil, expanded and revealed there were 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: coils were in an acceptable position. Pregnancy test - on (B)(6) 2010: negative. Ultrasound showed the coils to be in good position with a bit of a kink on the left one. Most recent follow-up information incorporated above includes: on 1-mar-2018: pfs+mr received, reporter added, product information updated, patient historical and concomitant condition added. Events added as: vaginal haemorrhage, menorrhagia, pain, burning sensation, device dislocation, migraine, headache, dysmenorrhoea. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("one of the essure coils had been damaged"), device dislocation ("malposition of essure device location of device: right coil was too far in"), pelvic pain ("pelvic pains / pain.") And genital haemorrhage ("heavy bleeding") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hyperlipidemia and wisdom teeth removal. Concurrent conditions included depressive disorder, anxiety, anemic (iron pills for treatment), drug allergy, drug allergy (tachycardia, unspecified), cervical dysplasia, atypical squamous cells of undetermined significance, prophylaxis against postoperative nausea and vomiting, asthma, fibroids, menometrorrhagia and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo provera) and vitamin d nos. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),"). In 2012, the patient experienced abdominal pain lower ("cramping / lower abdominal pain"), back pain ("back pain / lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pain ("stinging since device was placed"), burning sensation ("burning sensations since device was placed,") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (underwent hysterectomy and bilateral salpingectomy and underwent full hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage outcome was unknown and the device dislocation, pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia, back pain, vaginal haemorrhage, menorrhagia, pain, burning sensation, migraine, headache and dysmenorrhoea was resolving. The reporter considered abdominal pain lower, back pain, burning sensation, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: ultrasound showed the coils to be in good position with a bit of a kink on the left one it was somewhat difficult to evaluate the coils due to the fibroid position. There was only 1 trailing coil, expanded and revealed there were 5 coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: results: total bilateral occlusion; in 2011: results: coils were in an acceptable position. Pregnancy test: on (B)(6) 2010: results: negative. Ultrasound scan: on an unknown date: coils to be in good position with a bit of a kink on the left one. Most recent follow-up information incorporated above includes: on 4-dec-2018: plaintiff fact sheet received. Event onset dates added. Outcome of event pelvic pains / pain was changed to recovering/ resolving. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("one of the essure coils had been damaged") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pains"), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse") and back pain ("back pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent hysterectomy and bilateral salpingectomy). At the time of the report, the device breakage, genital haemorrhage, pelvic pain, abdominal pain lower, dyspareunia and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, device breakage, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available):hysterosalpingogram - in 2011: coils were in an acceptable positionincident.no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.